Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor stated that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2014 with the following findings:the keypad button complaint could not be duplicated on investigation. All buttons responded appropriately to button presses. There was no visible sign of damage to the keypad cover. The keypad cover was removed to inspect the button contacts, and no defects were found. Unrelated to the complaint, investigation revealed that the text on the display screen was dim and discolored. The contrast was increased with little improvement.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).